Event description:
On (B)(6) 2015, a male patient fell and presented to the emergency department at (B)(6) medical center. It was believed that the fall was due to weakness in his legs. Imaging studies of the lower back and legs were inconclusive. Over the course of the next several months the patient's pain in his legs and lower back increased and he became confined to a wheelchair. He continued to receive outpatient treatment and on (B)(6) 2015 he presented to the clinic of where imaging studies showed multilevel degenerative changes in the cervical spine. A laminectomy was performed by the doctor on (B)(6) 2015. An operative report stated that there were no intraoperative complications, however, the neuromonitoring record allegedly indicated that the somatosensory evoked potential (ssep) amplitudes decreased significantly during the procedure and the neuromonitoring record further notes that at closing, sseps decreased amplitudes, waveforms unreadable, emg quiet, motor evoked potential (meps) present on uppers - c3, c7, and absent c8, left foot absent, right foot absent. Furthermore, it was noted post procedure that the patient's head shifted during the procedure and may not have been properly secured in the mayfield clamp (specific clamp product ID number was not provided). After surgery the patient was noted to be unable to move his extremities below c4. An MRI revealed cord infarction versus contusion at c3-c4. He subsequently developed deep vein thrombosis (dvt) for which he received a inferior vena cava (ivc) filter. He was also on vasopressors for hemodynamic support and started on decadron which was weaned upon discharge. He was able to improve some function on left upper extremities and left lower extremities (lue and lle). After discussion with family and patient he decided that hospice placement will be in his and his family's best interest and was discharged to inpatient hospice. A discharge summary which was authored by a doctor, on (B)(6) 2015. He passed away two months later in late (B)(6) 2015 (exact date of death not provided). Additional information has bee requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01 sep 2016. The product was not returned for evaluation and at this time no product ID or lot # has been provided. This investigation will be reopened / revisited once provided. A DHR review cannot be performed at this time as the lot number or product ID was provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. In summary: the product was not sent in for inspection and at this time no product ID or lot # has been provided. This investigation will be revisited / reopened once any has been provided.